Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had the tidal volume readings out of range. The patient was transferred to another ventilator with no harm. The service engineer inspected the device and replaced the exhalation flow sensor to address the issue. The unit passed all testing and operates within the manufacturing specification.